Event description:
Country of complaint: (B)(6). Additional label printing of the box is misplaced. The text was crushed, overlapping. (B)(4) boxes are affected.

Manufacturer narrative:
MFR site eval: samples received: none, picture. There are no previous complaints of this code batch. We have received one picture that shows the additional label with the printing misplaced. This mistake took place at the moment of printing the additional label in the warehouse. The label is correct but is misplaced. The person who checked the product did not see the defect. We assume that this mistake was an isolated malfunction of a punctual printer. Remarks: we will inform the personnel involved about this incident. Final conclusion: the complaint is corresponding (justified). Corrective / preventive actions: not applicable.